Event description:
The customer reported the system shut down with command during a patient procedure. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and lemo pin connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.